Manufacturer narrative:
Concomitant products: 4968-35 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation at high atrial output. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.